Event description:
The endo clip 5mm was opened to the field for use. When the device was ready to be used, the endo clip never fired. No clips were released from the endo clip at all. The surgeon requested we tag and bag the device to be sent back to the manufacturer and that was done.